Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. The ccc reviewed the data provided by the customer. The customer's quality control (qc) was in at the time of the event. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported out to the physician(s), which was questioned. The customer tested a new sample on an alternate dimension vista instrument, resulting lower. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I result.